Event description:
Report rec'd of the device powering off on its own with no audible alarm. The device was returned to the biomedical engineering dept with an unsigned note that stated, "IV pump unplugged, it hums steadily and settings disappear." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing by the user facility, the device was powered on using ac power and functioned as intended. While using battery power, the device powered off on its own with no audible tone noted. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.